Event description:
It was reported that during normal device change out for eri, externalized conductors were observed. The lead was capped and replaced. The patient condition after the procedure was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.